Manufacturer narrative:
Information received from an affiliate indicated that during an attempt to directly stent a coronary artery lesion the stent balloon burst and a dissection ensued. The patient's history is significant for angina, the indication for the procedure was apical hypokinesia identified through an echocardiogram. The lesion was in the intraventricular artery, was no described as 80% stenosed, and without calcification or tortuosity. A 2.75mm x 18mm cypher select + stent was delivered to the lesion for direct stenting and progressively inflated to 5-6 atms, but the balloon could not maintain pressure although it reached 12 atms. When the balloon burst a jet of contrast media was observed downstream of the stent causing a type b dissection. The stent delivery system was removed and the stent was post-dilated with a 2.5mm medtronic balloon at 15 atms. A 2.5mm x 18mm cypher stent was then implanted to cover the dissection. The patient experienced persistent pain despite the administration of morphine. Angiography post-implant revealed timi flow of 3 in the iva through both stents, but there was occlusion of a small septal collateral branch. As indicated by the affiliate the side branch occlusion occurred after the first stent was implanted. It was noted that the ck and the troponin were both elevated after the procedure; an ECG was performed and was normal. The patient was hospitalized for one more day. The site indicated that there was no resistance/friction delivering the device to the lesion, through the guide or through the hemostasis valve and that the device was not in an acute bend. The device was returned for evaluation. Fal: one non-sterile cypher select + 2.75 x 18 mm stent delivery system was received coiled inside 2 plastic bags. Two kinks were observed at 9.5 and 20 cm from the distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received and the balloon had already been inflated. A functional test was performed by inserting an 0.014 guide wire through the unit and water was injected using an indeflator. A leak was detected near the distal and of the balloon when the water was injected. Sem results showed that the balloon exhibited evidence of external and internal surface abrasions near the leak. The exact cause of the balloon leak could not be conclusively determined. The marker bands did not exhibit any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis. The exact cause for the burst could not be determined however there are procedural and/or lesion characteristics that can contribute to this type of event. The IFU instructs that prior to stent placement that the vessel should be pre-dilated with an appropriate sized balloon. Coronary artery dissection and side branch occlusion are known potential adverse events associated with implanting coronary artery stents and are listed as such in the IFU. Dissection and side branch occlusion can also lead to chest pain and elevated cardiac enzymes. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is nothing in the analysis or the DHR review to indicate that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The analysis of the returned device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Both stents placed (one on the initial lesion and the second for the dissection) solved the issue with the artery. Following treatment, there was timi 3 flow noted in the iva but there was occlusion of a small septal collateral branch. After the procedure, the ECG became normal. The patient remained hospitalized for one more day. No defects were detected before the introduction of the device. The brand of contrast was xenetix 300, with a contrast to saline ratio of 1/3 to 1/2. Inflation was through an indeflator (brand unknown). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The device was easily removed from the patient. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Concomitant devices: contrast: xenetix 300, guide catheter: xb3.5 cordis vista brite tip 6f, guide wire was used: bmw abbott 0.014, balloon: medtronic sprinter 2.5 mm. This device is available for testing and evaluation but has not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during direct stenting with a 2.75x18mm cypher select + stent of an 80% occluded coronary stenosis in the anterior interventricular artery (iva) with no calcification or vessel tortuousity, the balloon catheter was progressive inflated up to 5 to 6 atm but the balloon did not hold pressure although reaching 12 atm. Then the balloon burst and a jet of contrast media moved towards the vascular wall in the distal coronary artery, downstream of the inflated balloon causing a type b dissection. After deflating the balloon, it was noticed that there was a persistence of contrast media in the artery wall downstream of the inflation, highlighting intramural dissection of the product by inflating the balloon to fuse in the wall. The balloon was removed, a 2.5mm medtronic balloon catheter was used to place the stent remained not completely opened into the coronary at 15 atm. A second stent, a 2.5x18mm cypher stent was used to cover this iatrogenic dissection. There was persistence of pain despite the morphine. Pre-procedure ck was 56 (upper limit 190 and troponin .011 (upper limit 0.030). Post-procedure ck was 313, 542 and 389 and troponin 1.10 and 0.530.